Event description:
The pt's family member reports the pt is experiencing extreme tightness following an implant two weeks ago. The pt was seen in the ER the previous night and is waiting to hear back from the hcp. The drug used in the pump is baclofen (dose and concentration unk). Add'l info has been requested from the hcp but was not available on the date of this report.